Event description:
On 10/18/93, dr. Operated on patient. The procedure was revision total hip arthroplasty. A general anesthesia was used. Upon insertion of the implant with bone cement, patients blood pressure dropped dramatically and arrested. After 30-40 minutes of resuscitation patient expired.